Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the electrical connector fluid damage, the angle wire play, the air/water nozzle deformed, the objective lens unit scratched, the distal body dirty, the lcb distal cover glass dirty, and the light guide cable worn out. However; they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report hr-rpt-0586(image failure) and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.